Event description:
A power source alert 07 was reported by the caller. There was no reported impact to the customer¿s blood glucose level. The issue was resolved after the caller followed instructions to leave the wall adapter plugged into a working outlet for at least 30 minutes, and the customer was educated on the matter.